Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient faced more than one infusion sets tubing detachment events on (B)(6) 2025. The tubing was detached from connector. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.